Manufacturer narrative:
The device was returned with the core wire detached from the catheter handle. Button #2 had been fully depressed and button #3 (for balloon retraction) was not retracted. Visual inspection of the returned device revealed that the balloon's proximal bond was detached from the polyimide shaft. The distal end of the polyimide shaft (proximal balloon bond area) was severely damaged. The cut segment of the core wire with the detached balloon was not returned. A notch at the distal end of the advancer tube indicated an aggressive angular contact between the polyimide shaft and the advancer tube. Based on the dissected condition of the returned device it was impossible to determine the device patency and the root cause of the reported balloon failure to deflate. The probable cause of the balloon and core wire detachment was excessive tension applied during the catheter removal and the most likely cause of the cold leg/occlusion was the balloon that was left inside the patient. The review of the lhr (f1519101) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported by the cardinal health company representative: the physician inserted the mynx ace vascular closure device into the patient , inflated the balloon, pulled back to resistance and clicked button #1 followed by button #2. The physician allowed for a 2 minute swell time and had the radiological technician attempt to remove the device (this is normal protocol for the facility, the physician will deploy button's 1 and 2 and the radiological technician will remove the device after the 2 minute swell time and hold pressure). After 2 minutes the radiological technician attempted to deflate the balloon and slide button 3 but said the balloon would not deflate and was stuck in the patient. At this point he pulled so hard on the mynx ace vascular closure device handle that it ripped the wire from the handle body separating itself from the wire/balloon that was still inside the patient. They continued to try and pull on the wire but it was stuck. (I don't know what it was stuck to, I asked but nobody had any clue and they insisted the balloon was not deflating) the wire is all that's left and it's hanging from the patient, it won't come out so they cut the wire at the skin level and held manual pressure for 15 minutes until hemostasis was achieved. It is unknown if the patient was hospitalized. I asked the staff to show me exactly what happened using a mynx ace vascular closure demo device. Here is what was illustrated to me as to what happens when the wire is stuck (or balloon won't deflate). In his left hand he held the mynx ace vascular closure device and in his right hand he took a kelly clamp and grasped the most distal part of the wire (distal to the balloon). He pulled on the mynx ace vascular closure device until the handle separated itself from the wire that remained in his right hand. He said that's how it happened and the staff believes the balloon didn't deflate. Procedure type: diagnostic vessel size: greater than 7 mm sheath size: 6f. On 9/16/2015, the company representative added that: the wire was somehow stuck in the patient and hanging out. They could not pull it out by hand so they cut the wire at the skin level leaving anything distal to where it was cut still inside of the patient. The patient was sent home the day of the procedure but came back to the hospital because of a cold leg and pain. The cardiovascular surgeon was able to retrieve the piece of wire from the popliteal using a snare via the left groin, going up and over through a 7f sheath. The patient was sent home the same day with no apparent ill effects and has started cardiac rehab. They were not able to slide button #3 because the balloon would not deflate.

Manufacturer narrative:
(B)(4). It was reported that the balloon with a segment of the core wire was retrieved from the popliteal artery using a snare via the left groin, going up and over through a 7f sheath. The balloon was received with a segment of the core wire approximately 7.3 cm. The retrieved balloon was inverted and bunched up on the proximal end indicating quite a bit of tension was applied to force it off of the polyimide shaft. Application of excessive tension could have broken the balloon's proximal bond. Upon inspection of the proximal bond, it was confirmed that the proximal end was severely damaged. A kink was found on the distal balloon shaft. The retrieval may have contributed to the kink of the distal balloon shaft. The revised narrative from 10/9/2015 states that the patient had a history of coronary artery disease, hypertension, previous cardiac catheterization with stent. It is unknown whether there was the presence of calcification or stent at the procedural site which could have obstructed the balloon's path during retraction and possibly resulting in broken proximal bond. It should be noted that per the mynx ace instructions for use (IFU), the safety and effectiveness of the mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site and patients with prior surgical procedure, pta, stent placement, or vascular graft in the common femoral artery. Based on the dissected condition of the device as returned it was not possible to determine device patency and the root cause of the reported balloon failure to deflate could not be conclusively determined. The probable cause of the balloon and core wire detachment was excessive tension applied during catheter removal. The most likely cause of the reported event was the balloon that was stuck inside the patient. The review of the lhr (f1519101) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
On 10/9/2015, cardinal health received a copy of a medwatch report (MDR # (B)(4)), which was sent to the FDA by the user facility: (B)(6) male admitted to the hospital with chest pain and shortness of breath for 1 week on (B)(6) 2015. Patient with history of coronary artery disease, hypertension, previous cardiac catheterization with stent. Patient underwent cardiac catheterization on (B)(6) 2015. The procedure went well and the mynx ace vascular closure device was used to close the right groin puncture site. The physician deployed device (steps #1 and #2). Step #3 was completed by the catheterization lab staff. During step #3, the syringe was locked in place and the stopcock was turned to allow the air to escape from the balloon. When the device was pulled to remove from the patient's groin, resistance was met. Step #3 was repeated, including changing to a different syringe and re-locking it. Staff was attempting to remove the device when the device broke and separated from the guide wire (core wire) that remained through the puncture site. Physician was attempting to remove the device when the wire broke off at the skin level. The sheared portion of the wire (7 cm) floated down the right leg and lodged in the popliteal artery resulting in acute ischemia to the right lower extremity. An angiogram and retrieval of the foreign body from the right popliteal artery was required. Good flow returned to the leg following retrieval.